Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient presented in clinic after receiving hv therapy for a rhythm diagnosed for svt, later to be classified as vt. Programming changes were recommended. The patient was fine.